Manufacturer narrative:
No patient symptoms were noted. Analysis was normal, no anomalies found.

Event description:
No patient symptoms were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The system was explanted and replaced.